Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device with serial number (B)(6) had an unresponsive sleep/wake button, with the screen only activating when placed on a charger; the button responsiveness had progressively worsened over about a week and then ceased, and video evidence confirmed failure to respond to touch while clean and dry. Symptoms included transient hyperglycemia, with a reported peak of 301 mg/dl and elevated glucose for approximately 1.5 hours without alerts for prolonged severe hyperglycemia, medical intervention, ketone testing, or use of backup therapy. Outcomes included temporary inconvenience and the need for device replacement, with continued cgm use on an alternate display device until replacement. Investigation included review of user-provided video and usage history, confirmation of the complaint, and logistics tracking for replacement. Investigation of this device was confirmed and revealed a malfunction of the sleep/wake control consistent with a hardware failure of the user interface component, as evidenced by lack of tactile response and failure to wake the device except when externally powered. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure consistent with wear or defect in the sleep/wake mechanism.